Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Evaluation codes: (B)(4). Batch # m5540x. Additional information requested and received: did the device deploy any staples before stopping? No. Did the device deliver a cut line before stopping? No. How was the device removed from the tissue? Return knob . The analysis results found that one ec45a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. Event could not be confirmed as the device closed and opened without any difficulties noted.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the doctor used a blue reload to create the pouch (second reload) and the device blocked. He tried the return to open the device. He took a new device and finished the procedure without any problems. There were no adverse consequences for the patient reported.